Event description:
It was reported that the customer passed away. The customer was wearing the insulin pump at the time of death. At 7:12 am on the day of the event, a bolus of 6.0 units of insulin was delivered. However, it appears as though the customer did not actually eat any food at this time. The customer's blood glucose reading was 265 mg/dl. The customer's insulin sensitivity in the insulin pump reflected that the customer's blood glucose will drop 70 points for every unit of insulin. Therefore, the 6.0 unit bolus had the potential of dropping the customer's blood glucose 420 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report #3004209178-2010-80679 for the report under the insulin pump.